Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to the clinic that her sonnet charging unit had "blown up" and showed charring on the device.

Manufacturer narrative:
Conclusion: according to the information received, the sonnet charging unit showed charring. Device investigation revealed signs of burns located at its usb port. During the final inspection, no technical issue could be found. It must be assumed that the mentioned behaviour was caused by a bad contact in the socket of the charger due to a conductive substance e.g. Sweat/dirt. Further the used usb power adapter and cable were not the ones provided by med-el, which might have contributed to the observed issue. This is a final report.

Event description:
The user reported to the clinic that her sonnet charging unit had "blown up" and showed charring on the device. No injury was reported.